Manufacturer narrative:
The patient's exact age/date of birth is unknown; however it was reported that the patient was born in (B)(6). The exact event date is unknown, but has been approximated to (B)(6) 2016 as the patient reportedly sought medical attention 2 months after the implantation procedure on (B)(6) 2016. The complainant was unable to provide the suspect device upn or lot number; therefore, the UDI/gtin, lot expiration and device manufacture dates are unknown. (B)(4). Report source: (B)(6). The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold device was used during a pelvic floor repair procedure performed on (B)(6) 2016. According to the complainant, the implantation procedure was complicated with a little bleeding from dissection on the left side. Two months after the procedure, the patient sought for consultation due to pain. Subsequently, mr of pubic bone was performed and showed a well placed mesh. Gynecological examination showed the cervix prolapsed through the vaginal opening. Additionally, the patient's pain was on the right leg of the mesh and dyspareunia was also experienced. Local anesthesia provided a short-term effect on the pain. Reportedly, an amputation procedure was offered to treat the patient's prolonged cervix, but the patient has panic attacks and is afraid of a new operation.